Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that the vertical flag for position was missing from the probe. The fse replaced the vertical flag. The fse also found that the microfilters were not maintaining their proper seal at the probe and were causing the leak. The fse tightened the filter fittings, which repaired the leak. The fse also found that the probe was dirty and was causing the platelet (plt) backgrounds to fail. The fse flushed the probe and the plt background errors were resolved. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak from the probe of the coulter act diff analyzer. The instrument was also failing platelets at startup when the leak was noticed. The volume of the leak was about 3 drops and was not contained within the instrument. The instrument was down. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The date of manufacture listed in the initial report was found to be incorrect; the correct date is provided in this supplemental report.